Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 218mg/dl. The customer's blood glucose level had been as high as 460mg/dl. The customer states they had bent cannula. The customer was advised to conduct infusion set change. The customer was advised to monitor their device.